Manufacturer narrative:
The failure investigation has been completed and the alleged history issue was verified. Additionally the alleged occlusion alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bolus history was not being completely displayed in the pump history. Additionally, an occlusion alarm occurred. Blood glucose was 110mg/dl. Reportedly the customer continued to use the pump for insulin therapy.